Event description:
(B)(4). No serious injury alleged. Malfunction alleged. End user said she was in her chair on a sidewalk going down hill. She felt something dripping from her left hand and realized it was blood. She said the rim looked like tape and when you peel it, it leaves edges and on the rim they were sharp edges. She did not go to a dr as she could not afford one. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.